Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair, the tip of the twinfix anchor fractured and deformed during implantation. As a result of the fracture, fragments detached from the device and were removed from the patient with tweezers. The procedure was completed with a non-significant surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported. The patient current status is good.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device, a fractured anchor and some suture material was returned. The anchor is fractured at the proximal end and the suture material is also fractured. The insertion device has the distal end deformed. There is debris on all returned items. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A clinical review states one undated photo of the device was provided for review and confirms the reported failure. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based solely on the results of the product evaluation the root cause of the reported issue was the result of a user vs procedural variance. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair, the tip of the twinfix anchor fractured and deformed during implantation. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.